Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 16 - delivery request fail) occurred with multiple cartridges during the load process. Customer's blood glucose was in the 400's mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.